Event description:
A foley catheter was placed for urinary retention. Patient put out over 400ml of urine directly after foley was placed. The urometer was tipped back into foley bag to allow bladder to drain. Once urine entered the urinary bag, urine began leaking out onto the floor. There was a hole noted in the bag. Rn replaced the collection bag and tubing on the drainage system.